Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model mz9327 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the ext set tri-fuse 7 w slide clamp experienced damage/deformation. The following information was provided by the initial reporter: we had another incident today that I was able to document with pictures. The same baby who had to have a new central line placed last week, was found to have a cracked and leaking mz1000-07 again today on her new PICC. This device was connected to the hub of the PICC, which was connected to the tri-port. When we broke it all down and replaced, the crack was visible and hopefully you can see how that contributed to the leaking and loss of tpn and lipids. Customer response: are you able to provide a description of the issue detected with this product? -I understand this extension set was attached to the needless connector and was also leaking. The extension set did not appear to be leaking so that has not been saved.